Manufacturer narrative:
(B)(4). The technical support engineer troubleshot the issue with the customer over the phone. The customer was advised that the graphic user interface central processing unit would need to be replaced. The customer stated that the ventilator was run overnight and the ventilator functioned as intended. The ventilator passed self-testing. Medtronic was not on a patient at the time of the event.

Event description:
The customer reported that, during patient use, the 840 ventilator generated an error. The error occurred when the customer was attempting to change modes on the ventilator. The patient was placed on a second ventilator. The patient was not harmed as a result of the event.